Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted of the right common femoral artery using perclose proglide devices. Reportedly, during deployment of the first proglide device, a needle-to-cuff miss was observed as no suture was present when the needle plunger was removed. The device was removed over a guide wire and two additional proglide devices were attempted, but needle-to-cuff misses were also observed. The sutures from two additional proglide devices were sequentially deployed and set to the side. The access site was dilated to 16-french to match the outer diameter of the delivery catheter. After conclusion of the aaa repair procedure, the knots from the two proglide devices were sequentially advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be in training in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide devices were filed under separate medwatch manufacturer reports.